Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed. And it was noted, that there was a loose blue pull ring cap to the patient adapter inside an opened pouch. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. Is (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring had detached from the patient adapter of a peritoneal dialysis (pd) transfer set. This was observed during setup of the device for peritoneal dialysis therapy prior to connecting the patient. There was no patient involvement. No additional information is available.